Event description:
It was reported that an interrogation showed that the atrial lead impedance had been unstable with increases and decreases of greater than 30%. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 6947 implantable tachy lead (B)(6) 2010.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.